Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported blank screen on the pump, old battery cap and the contact fall off after removing it from the pump, replace battery now alarm, low/short battery lifetime. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and damage was on metal contacts. Troubleshooting was performed for display issue and display did not come back after restart. The customer was informed to continue to check the metal contact on the pump battery cap during routine battery replacement and call back if it is loose, damaged, or missing. The customer was informed that a battery cap replacement will be sent. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Battery cap received not damaged. The pump passed the active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed normal low battery alerts on 06/10/2025 06:52:00, 04/25/2025 00:11:00 and 02/17/2025 10:34:00. No unexpected low battery alerts listed in the pump trace download. Battery cycle 13.0 received the lowbatteryalert (104) on 06/10/2025 06:52:00 after more than 7 days at 45.64 days. Battery cycle 10.0 received the lowbatteryalert (104) on 04/25/2025 00:11:00 after more than 7 days at 65.34 days. Battery cycle 9.0 received the lowbatteryalert (104) on 02/17/2025 10:34:00 after more than 7 days at 63.64 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case, scratched case and cracked case-corner of belt clip rails. Blank display not confirmed. Battery cap damage and battery cap contacts were not confirmed. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss and charge/battery lasts less than expected were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.